Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the information that residual fluid or foreign material came out of the forceps channel and c-main body (distal end) has foreign material were confirmed. It was judged that the phenomenon needs investigation as a foreign material case. It was determined that no escalation was necessary to further mitigate the risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited the forceps channel had foreign material. There was no patient involvement.